Event description:
One pt with discrepant bicarbonate results, compared to repeat testing of different analyzer-same methodology. Initial result gave 34.9 mmol/l; repeat gave 26.6 mmol/l. Erroneous result was not reported. The field service rep determined the cause to be a defective st2 syringe and replaced the syringe. Abs obtics were also replaced. Performance tests were performed which were within specifications.